Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femur catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-04822. Device evaluated by manufacturer? Discarded.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to extreme wear on articular surface prosthesis. The femoral prosthesis wore away the rail of the tibial tray causing metallosis. Femoral prosthesis was revised due to loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.